Manufacturer narrative:
Clinical review: based on the information available, there is no evidence or indication a fresenius product(s) and/or device(s) caused or contributed to a serious adverse patient event. Additionally, there is no allegation of a machine malfunction or of the machine failing to perform as expected in relation to the event. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction/deficiency. Plant investigation: plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was discharged from the hospital on (B)(6) 2018 for reasons unknown. It is unknown if the hospitalization was related to pd therapy. No further detail was provided. Additional information was solicited.